Event description:
It was reported by service report that the bed was flashing error messages on and off and the bed stopped working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Bed evaluated by hospital staff. Results: wire harness. Conclusions: repair parts sent to customer for installation.